Event description:
A customer reported observing imprecision on ammonia results with quality control fluids. Biased results of the magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.